Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at septum. On (B)(6) 2024 at 13:00 after completing venipuncture on the child, blood was found oozing from the white isolation plug of the closed indwelling needle, which was immediately removed from the child and replaced with a needle for a second puncture, causing secondary vascular damage to the child and increasing the child's pain.

Manufacturer narrative:
1.DHR/bhr review lot#4145146. 1-this batch of products were assembled at intima ii auto line 4 in jun, 2024, and packaged at r240 package line in jun, 2024. Batch size is (B)(4) ea. 2-in this batch, (B)(4) pcs were performed septum leakage test in-process test and (B)(4) pcs in outgoing test, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-septum batch used in this batch is 4141837, review the raw material inspection records, dimension and appearance have no abnormalities, which both meet specification 5-check the maintenance record of the septum related assembly equipment, no abnormal maintenance. 2. No defective samples have been received for the complaint, returned one photo, the photo shows that needle is not removed off and blood can be seen at the bottom of the septum. 3. The retained sample of this batch is taken for septum leakage test, and no leakage is found at the catheter. Please refer to attachment for the test report. Conclusion(s): no abnormality was found in the process and retained samples, because no samples was returned, deep analysis is unavailable, so the root cause of the leakage could not be confirmed, plant will continue tracking this defect.

Event description:
No additional information provided.